Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 108-343 mg/dl. Customer changed pump supplies to address the issue each time. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and cartridge to resolve the issue.